Manufacturer narrative:
(B)(4). Date sent: 8/30/2021. H6: component code = g04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device (b) was returned with no apparent damage and with one ecr60d reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during the stapling of the sleeve gastrectomy, the device did not cut and staple properly, it drove out the tissues and dissected the gastric mucosa causing a rather important bleeding. A cut with a new stapling was made with a new forceps but same problem which required a laparotomy conversion with a bi sub costal incision. Consequences were additional care, loss of time, extension of hospital admission time and transfer to another department. No other details provided.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing of device did event occur? What is the surgeon¿s experience with device? What is the operating room staff¿s experience with device? Please provide details on how device was cleaned between firings. What was the color and product code of cartridge used? Was buttressing material used? Was there crossing of previous staple lines when issue occurred? Does the surgeon routinely wait 15 seconds prior to firing? Are any photos or video available? What is the current patient status?